Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they thought that they were having trouble with the controller. Patient stated that last time the issue was with the recharger. Patient said that they put the stimulation up to a high level of 9 and they had the controller charged up and ready to go, but the stimulation felt like it was at a level of 45. Pt said that they pushed the down button to decrease the stimulation down to 0 or 1, but the stimulation felt like it was still at 45. Pt said that the stimulation was too much power for them. Agent had the patient unlock the controller; patient saw no device found. Pt then said that they had not been charging the ins due to the issue with the stimulation. Agent advised the pt that the controller just told the ins what to do and that the issue was not with the controller. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned during the call that they just had hip surgery.